Manufacturer narrative:
Corrected section: d10 - return to MFR date changed the device was returned to the factory for evaluation. An investigation was conducted on 10/11/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the device.breaks or fluid observed through the imaging. Based on the returned condition of the device and the result of the evaluation, the reported failure mode "break" was not confirmed. This is a reusable OEM device; therefore, a serial/lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope is broken. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope is broken. No patient involvement.